Event description:
It was reported that approximately five years and four months post port placement, the catheter was allegedly fractured at port/catheter connection. It was further reported that the patient experienced extravasation and swelling which leads to removal of the device. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue slim attached to a catheter. Two images were provided for review. Gross visual, microscopic and functional evaluation were performed on the returned device. The investigation is confirmed for the reported extravasation and the identified material puncture issue as leak was noted from the puncture hole of the port septum upon infusion, the image also confirms the same. However, the investigation is unconfirmed for the reported fracture as no evidence of fracture was identified during sample evaluation and medical image review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four years and nine months post port placement, the catheter was allegedly fractured at port/catheter connection. It was further reported that the patient experienced extravasation and swelling which leads to removal of the device. The patient current status is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation and images were provided for review. The investigation of the reported event is currently underway. H10: g3, h6 (device), h11: d1, d4(medical device catalog number), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately four years and nine months post port placement, the catheter was allegedly fractured at port/catheter connection. It was further reported that the patient experienced extravasation and swelling which leads to removal of the device. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue slim attached to a catheter. Two medical images were provided for review. Gross visual, microscopic and functional evaluation were performed on the returned device. The investigation is confirmed for the reported extravasation and the identified material puncture issue as leak was noted from the puncture hole of the port septum upon infusion. Furthermore, the image review shows a fluoroscopic image as contrast is injected through the port. There appears to be extravasation around the port. However, the investigation is unconfirmed for the reported fracture as no evidence of fracture was identified during sample evaluation and medical image review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years and four months post port placement, the catheter was allegedly fractured at port/catheter connection. It was further reported that the patient experienced extravasation and swelling which leads to removal of the device. The patient current status is unknown.